Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) for hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting and high ketones the patient was treated with intravenous fluids, and was released after spending 5 1/2 hours in the ER. Patient was also prescribed zoloft but reported she did not need to take this medication.